Manufacturer narrative:
Giampaolo siena, l. Cindolo, g. Ferrari, d. Maruzzi, g. Fasolis, s.v. Condorelli, f. Varvello, f. Visalli, s. Rabito, s. Toso, s. Caroassai, a. Mari, l. Viola, b.k. Smoani, and m. Carini. Water vapor therapy (rezum) for lower urinary tract symptoms related to benign prostatic hyperplasia: early results from the first italian multicentric study. World journal of urology (2021) 39:3875-3880. Https://doi.org/10.1007/s00345-021-03642-4.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a prospective study was conducted to assess the outcomes of patients treated with rezum water vapor therapy procedure to treat benign prostatic hyperplasia. A total of 135 patients were treated with rezum between june 2019 and august 2020 at one of 5 institutions in italy. Following the procedures, the following complications were reported: mild hematuria, hematospermia, dysuria, 8 patients had urinary tract infections, and 16 patients had acute urinary retention (aur). The 8 patients who had a urinary tract infection were treated with antibiotics. Of the 16 patients who had aur, all except 3 were successfully treated with catheterization. The 3 remaining patients underwent transurethral resection of the prostate.